Event description:
It was reported that a patient underwent a ventral hernia repair during (B)(6) 2011 and mesh was used. It was reported that the patient sneezed ripped the mesh. During the repair of the recurrent hernia on (B)(6) 2012 it was noted that the mesh had a tear in the middle. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.